Event description:
The customer received questionable free triiodothyronine (ft3) results on their e-module. The patient's initial ft3 result was 14.8 pg/ml. The sample was repeated using a siemens centaur and the result was 3.47 pg/ml. The sample was repeated twice using an abbott architect and the results were 2.91 pg/ml and 3.05 pg/ml. The patient was not adversely affected by this event. The ft3 reagent lot number was 16235602 and the expiration date was not provided. Two samples were sent by the customer for investigation. The first tube was tested for interference with ft3. In this investigation, an interfering factor to the idiotype was identified. With an ft3 research kit using a modified conjugate to eliminate interfering factor to ru- label, the ft3 value decreased, but was still clearly above the normal range. With an ft3 research kit using a polyclonal antibody to identify the interfering factor to idiotype, the ft3 value strongly decreased. The interfering factor to the idiotype was most likely the cause of the discrepant ft3 value.

Manufacturer narrative:
The investigation confirmed the customer's ft3 results. Testing on the samples returned indicated an interfering factor to the idiotype of the assay in the patient sample. The package insert includes a disclaimer with respect to this inteference.

Manufacturer narrative:
This event occured in (B)(6). (B)(4) = chemical interference was identified.